Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer states, per normal procedure the doctor removed the catheter by pulling the catheter until stretched becoming free from the cuffs. During one case, the doctor pulled the catheter and it breaks leaving a piece within the patient. It was necessary to surgically remove the broken catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.